Event description:
Ra lead undersensing during ventricular episodes and historically high ra lead thresholds (warning 19-sep-2024). This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).